Event description:
Patient representative reporting, right-side "defectiveness." Later, patient representative reported, "capsular contracture baker grade IV" and "breast implant illness "bii" (non-device related). Device has been explanted.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Other-medical-ndr: not applicable as the event is non device related. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Patient representative additionally reported against right device "capsular contracture baker grade IV" and "breast implant illness "bii" (non-device related). Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reporting "defectiveness" of the devices. Patient representative further reports patient suffered from "significant health damage and impairments", breast implant illness "bii" (not device-related), capsular contracture baker grade IV and device rupture with silicone leakage. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5.

Event description:
Patient representative reporting "defectiveness" of the devices. This relates to the right device. Unknown if device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.